Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt was experiencing a burning or heating sensation after several consecutive days of stimulation. The pt reported turning the ipg off for two hours after a few days to deal with the issue; once turned off the sensation subsides. In addition it was reported the pt experienced a shocking sensation and was unable to turn the ipg off with the programmer. Also reported was the issue of the ipg moving around in the pocket site; the location is in her buttock and the ipg moves when she sits. The sjm rep reprogrammed the pt, but this did not resolve the issues. The pt was working with her physician for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.